Event description:
It was reported that the pump touch screen was unresponsive. The customers blood glucose level was 603 mg/dl. The customer administered a manual injection to address their bg. Replacement pump was sent to customer to resolve the issue.

Event description:
It was reported that the pump touch screen was unresponsive. The customers blood glucose level was 603 mg/dl. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.